Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed and identified the tip protector and the plug were absent. A leak test was performed and a bubbling between the tube and the female connector in the base of the connector was identified. Additional visual inspection under a stereoscope was performed and an incomplete seal in the assembly between the connector and tube was identified. An assembly tolerance plane check was performed and it was found that the assembly between the tube and the connection was effectively out of parameters. The reported problem was verified. The cause of the condition was found to be due to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron radiationssterilized extension set was leaking between the tubing and the female adapter. This issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.